Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances high out of range. Upon review, the values were reproducible in triad but not in the single coil. An x ray was performed. The plan is to continue to monitor. No adverse patient effects were reported.